Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6 codes were updated to reflect the new information received, as articulated in b5. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the ipg was confirmed to be inoperable, which was the cause of ineffective therapy. As a result, surgery occurred in which the system was explanted.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-14651. It was reported that the patient's therapy was not effective. As a result, surgery may occur to address the issue.